Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller was guided through the process. After the reset, the cgm error did not reoccur, and the caller successfully started a new sensor session.